Event description:
Philips received a complaint from the customer reporting low oxygen pressure from the v60 ventilator. The device was reported to not be in clinical use. There was no report of harm. An alternative ventilator was made available for patient use. The device did not meet specification for intended use and was removed from service. Investigation ongoing / resolution pending.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the ventilator experienced an issue related to oxygen delivery. Upon evaluation, the customer determined that the oxygen supply pressure in the ward was insufficient. Troubleshooting confirmed that the root cause of the issue was inadequate oxygen supply. No repair to the ventilator itself was required. After the ward¿s oxygen supply system was repaired, the equipment returned to normal operation. No parts or components were replaced, and no defective parts were returned to respironics for further investigation.